Manufacturer narrative:
(B)(4). Date sent: 2/25/2025. D4: batch # unk. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. This report is related to a journal article; therefore, no product will be returned for analysis and the batch history records cannot be reviewed as the lot/batch number has not been provided. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: does the author/surgeon believe that the ethicon device caused or contributed to the patient complications mentioned in the article? If yes, please explain. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported via journal article title: management of leak by intraoperative megastent insertion during revisional bariatric metabolic surgery: a case report authors: mohamed hany, mohamed lbrahim, mohamed samir, ann samy shafiq agayby, barttorensma. Citations: obesity surgery (2024) 34:293-294 https:/ /doi.org/10. 1007 /s 11695-023-06943-2. The aim of this study was to describe gastric tube continuity restoration (gastrogastrostomy) in a patient who underwent revisional laparoscopic one anastomosis gastric bypass (oagb) due to weight recurrence after laparoscopic sleeve gastrectomy (sg). The patient sought restoration to sg due to poor quality of life. A 35-year-old male with an oagb following weight recurrence after an initial sg reported debilitating bowel issues, muscle mass loss, and leg edema presented at the medical research institute, alexandria university, egypt. In surgical procedure, the antrum was dissected, and the pouches were stapled with an echelon flex 60-mm stapler (ethicon, cincinnati, oh, USA). The stomach's edges were well perfused, and hand-sewn closure using v loe 3.0 (covidien, ma, USA) over a 40 fr bougie was performed. The reported complications included patient's high temperature (38.0 °c) and tachycardia (110 beats/min) and an 11-mm leak was found at the level of the gastrogastrostomy'. In conclusion, revisional surgeries should be conducted in facilities that possess adequate equipment and a competent staff. In cases where patients experience an acute leak measuring more than 1 cm, an intraoperative fully covered sems can be employed.